Manufacturer narrative:
One device was returned for repair with complaint that the device's air sensor and downstream occlusion (dso) seal is coming off. No service history was available. Performed incoming performance verification tests and visual inspection. Visual inspection found a crack in the battery compartment. Replaced battery compartment, and downstream occlusion seal. Conducted performance verification tests and device passed all tests post repair.

Event description:
It was reported that the device's air sensor and downstream occlusion is coming off, and there's a crack in the battery compartment. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.